Manufacturer narrative:
This report contains corrections to field h6: device code from section h: device manufacturers only

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a high out of range system impedance measurement greater than 400 ohms. Technical services (ts) was consulted, discussed no evidence of high frequency noise on presenting electrogram (egm) or stored events, also noted that the system impedance had varied between 70 and 80 ohms over the past year. Technical services (ts) recommended troubleshooting options and performing an x ray to confirm electrode integrity. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a high out of range system impedance measurement greater than 400 ohms. Technical services (ts) was consulted, discussed no evidence of high frequency noise on presenting electrogram (egm) or stored events, also noted that the system impedance had varied between 70 and 80 ohms over the past year. Technical services (ts) recommended troubleshooting options and performing an x ray to confirm electrode integrity. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a high out of range system impedance measurement greater than 400 ohms. Technical services (ts) was consulted, discussed no evidence of high frequency noise on presenting electrogram (egm) or stored events, also noted that the system impedance had varied between 70 and 80 ohms over the past year. Technical services (ts) recommended troubleshooting options and performing an x ray to confirm electrode integrity. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
This report contains corrections to field h6: device code from section h: device manufacturers only. This following report contains corrections to field b5: describe event or problem from section b adverse event or product problem and corrections to field d6b: explant date from section d: suspect medical device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a high out of range system impedance measurement greater than 400 ohms. Technical services (ts) was consulted, discussed no evidence of high frequency noise on presenting electrogram (egm) or stored events, also noted that the system impedance had varied between 70 and 80 ohms over the past year. Technical services (ts) recommended troubleshooting options and performing an x ray to confirm electrode integrity. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. This product has not been returned for analysis. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was not explanted, it was abandoned and upgraded to a crt-d system. No additional adverse patient effects.